Manufacturer narrative:
The company representative examined the system and found the illuminator bulb needed to be replaced. The illuminator bulb was replaced. Unrelated to the event the l5 valve was replaced. The software was updated. The system was then tested and met all product specifications. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that during a procedure, there was an issue with the illumination. An alternate light source was used to proceed with the case. There was no harm to the pt. Additional information has been requested.